Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 25 days post implant of this 18mm pulmonary valved conduit implanted in a pediatric patient, a 18mm transcatheter pulmonary valve (tpv) was implanted valve-in-valve. The reason for intervention is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to PMA / 510(k) # . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the conduit was replaced due to patient outgrowth. The conduit exhibited moderate to severe stenosis and mild insufficiency. If information is provided in the future, a supplemental report will be issued.